Event description:
Information was received from a patient regarding a patient receiving dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they saw a message that there is a low reservoir alarm; caller stated that they don't hear an alarm coming from the pump. The patient was wondering how much time they have until the pump runs out of medication/empty reservoir. The manufacturer's patient services specialist (pss) reviewed information regarding that the pump does not measure liquid, they would need to go off the refill date. The patient stated that they are supposed to have the refill (B)(6) 2024 however due to other family issues/travel they have not been able to get home to have the nurse come to their home to get the refill. Pss redirected the patient to their hcp. The patient stated they thought the pump might be flipped or kinked and they thought it's taking a long time to connect to the pump. The patient mentioned that they wore a back brace to keep it from flipping all the time. The patient stated this happens all the time; that about a week or two after the pump was put in they came home and it started flip ping again. The patient stated they have already had 2 revisions, this will likely be a third.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they had a revision in july and a revision before that and this would be the third or maybe fourth. When asked about event date, the patient stated they only had it about a week and it started flipping again. The patient also provided that the pump was revised two times, and this would be the third in the last 4 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.